Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of death. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.